Event description:
It was reported by the rep that the deivce was used during a laparoscopic cholecystectomy. It was reported the gaskets on three five milimeter trocars were torn. There was no consequence to the pt.